Event description:
This case was received on (B)(6) 2013, from a healthcare professional via ((B)(4) 2013). This report refers to a female pt with an unk age. The pt had no medical history and was not taking any concomitant medications. On an unknown date in (B)(6) 2011, the pt received sculptra (poly-l-lactic acid) injection in the are of cheeks and naso-labial folds. On an unk date in (B)(6) 2012, the pt developed granulomas described as of medium intensity in all areas. It was reported that the wrong intradermal injection technique was probably used. On the recommendation of the manufacturer doxycycline treatment was initiated. Since (B)(6) 2013, the unwanted side effects were treated using triamcinolone 10 mg/ml injection directly into the granuloma. By the time of reporting (B)(6) 2013, there was no satisfactory improvement of unwanted side effects detected with this therapy.

Manufacturer narrative:
(B)(4). The event granulomas is serious and possibly related to sculptra treatment. The developement of granulomas occurred a considerable time after sculptra treatment, but due to the similarity in site of treatment to site of granuloma formation a causal relationship is possible.